Event description:
It was reported that when using the bd pyxis¿ medstation¿ es experienced significant delays during login and while navigating the interface. The user expressed concern that this lag could pose a serious safety risk, particularly in emergency situations where quick access was critical. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station experiences significant delays during login and navigating interface. A technical support specialist identified station slowness caused by missing database indexes, replaced and resynchronized the database, and completed encryption to restore normal performance. The system functioned as intended after the technical support specialist troubleshot the device.